Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. The customer resumed insulin delivery and another bolus was delivered, causing the customer's blood glucose (bg) level to decrease (54 mg/dl). The customer drank juice to address the low bg level. As the customer was changing the supplies on the pump, a cartridge 1 alarm was received. The customer used another cartridge and insulin delivery was resumed. As the customer had changed the supplies on the pump, tandem technical support was unable to perform a system check to determine a possible cause of the two alarms.